Event description:
It was reported that the patient was showing stroke symptoms and needed an evaluation as well as an MRI to determine if the implantable neurostimulator (ins) was malfunctioning. The patient representative said that the day before, the patient did not eat breakfast, talked slowly, and could not swallow their pills. As a result, the patient was admitted to the hospital. The hospital said it looked like the patient was having a stroke, so they wanted to do further stroke evaluation as well as an MRI to determine if the ins was malfunctioning somehow. The caller said they were with the patient in the hospital last night and noticed the ins battery was almost completely depleted. The caller said they spent ten (10) hours charging the patient's ins today and finally fully charged it. The caller said the recharger showed the 'neurostimulator charge sufficient' screen, and they could see in the upper left-hand corner of the screen that the ins was turned off. During the call, the caller did not have access to the patient programmer (pp), so the agent reviewed how to temporarily activate the ins on/off buttons on the left-hand side of the recharger. The caller confirmed they could turn on the ins successfully. After the ins was turned on, the caller noticed the patient moved their hand to scratch their forehead, which they considered a good sign because the patient was not moving earlier. The agent advised the caller to monitor the patient to see if they continue improving and follow up with the patient's hcp as necessary.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: after the file was reviewed, f0101 was changed to f08. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.